Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term "migration" is not available. (Note that although migration is an available medical device problem code, in this report's context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient's adverse event. Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was "flipping" his vns within his chest. Per the physician and due to this flipping, a high impedance value was seen upon interrogation. The patient underwent a lead revision and generator repositioning to correct the issues. Please refer to manufacturing report number 1644487-2025-10220 which captures the report of high impedance and surgical intervention for the lead as the suspect product. No other relevant information has been received to date.